Event description:
Pt in cts or on cardiac circuit bypass machine. Noted to have positive pressure requiring the pt to be switched to a new membrane. Pt undergoing surgery for repair of dissecting aortic aneurysm. Pt expired in or.